Event description:
At about 9 years 7 months after teh primary, the patient came in reporting pain due to a loose cup and the cause of the loose cup is unknown. The surgeon revised the medacta cup with a competitor cup and revised the medacta head and liner with a new medacta head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 31 july 2023: lot 132692: (B)(4) items manufactured and released on 18-oct-2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.